Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer advised, low o2 without yellow light.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the check valves were defective causing a yellow light. Additionally, the sieve beds were saturated causing low o2. The original complaint issue of the unit having low o2 without a yellow light was not confirmed.

Event description:
Dealer advised low o2 without yellow light.